Event description:
Customer reported to beckman coulter, inc. (Bec) that there was green liquid underneath the blood sampling valve of the coulter lh 750 hematology analyzer (lh 750). Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the check valve for the waste chamber next to the needle was leaking. The fse replaced the check valve. The fse verified the repair was performed per established procedures. The fse also performed preventive maintenance.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#1061932-2012-00386. Bec identifier for this complaint is (B)(4).